Event description:
The customer reported that her insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. The customer stated that an error alarm also was receiving during the troubleshooting. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm and also alarmed motor error during the basic occlusion test as a result of a loose motor support disk.